Event description:
The cause of death is unknown. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Mortuary only a partial lead was returned - no electrodes. The partial lead passed the electrical test.